Event description:
The lead was returned to the manufacturer with no reason for replacement. The lead was analyzed and tested out of specification. Additional information was received and indicated the device system was explanted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4), the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The original report of fracture based on product analysis was submitted via a remedial action exemption (rae) report. Information was received on 2013-(B)(6) and indicated the lead was explanted due to infection which does not meet rae criteria and is therefore being submitted via an individual report. Continuation: d314drg implantable cardioverter defibrillator (ICD) implanted: 2012-(B)(6); 5076-45 implantable pacing lead implanted: 2005-(B)(6). (B)(4).